Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was placed under general anesthesia. A watchman fxd curve access system (was) was advanced into the left atrium. A 24mm watchman flx closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed and subsequently implanted. The was removed, and a thrombus was discovered on intracardiac echocardiogram (ice) imaging attached on the closure device. A non-bsc sheath was inserted to suction the thrombus using a 60cc syringe. After suction was completed, ice imaging was checked, and no evidence of further thrombus was found. A neurological exam was performed after the patient was awake from general anesthesia and there were no neurological concerns noted. The procedure was concluded. The patient was admitted overnight for observation and is expected to be discharged the following day post index procedure. It was further reported that the patient was discharged two days post procedure and is doing well.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was placed under general anesthesia. A watchman fxd curve access system (was) was advanced into the left atrium. A 24mm watchman flx closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed and subsequently implanted. The was removed, and a thrombus was discovered on intracardiac echocardiogram (ice) imaging attached on the closure device. A non-bsc sheath was inserted to suction the thrombus using a 60cc syringe. After suction was completed, ice imaging was checked, and no evidence of further thrombus was found. A neurological exam was performed after the patient was awake from general anesthesia and there were no neurological concerns noted. The procedure was concluded. The patient was admitted overnight for observation and is expected to be discharged the following day post index procedure.